Event description:
A camp aid reported that a child at the camp experienced elevated blood glucose results and ketones. She says that on august 26, the pt's blood sugar was around 30 mmol/l and on august 27, tested positive for ketones. The pt took an injection with insulin from a vial that was not used in the pump and his blood sugar lowered to around target range, which is 7.5 mmol/l for the pt. The pt reportedly was not ill.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made from laboratory eval. There was no evidence of any malfunction found during troubleshooting. Pump settings and delivery history were reviewed with the rptr and confirmed as accurate. An air bolus procedure was performed on the pump and no defects were found.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The data from the time of the reported incident is unavailable for review due to continued pump use. Investigators were unable to complete testing due to unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.